Event description:
An individual from (B)(6) contacted siemens and informed siemens that a tech drawing blood that was to be used on a siemens rapidpoint 405 blood gas analyzer got stuck with the syringe needle. One or two days after this needle stick. It was reported that the blood tested (B)(6) for (B)(6). The syringe is not manufactured, imported, or distributed by siemens. Specific syringe info (MFR, lot number, model number, etc.) Has not been provided to siemens. A conversation between siemens and the FDA MDR policy branch took place on thursday, december 14, 2017 and siemens was advised to file a voluntary medwatch 3500 form to report this event.